Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after programming the leadless implantable pulse generator (ipg) to vvi mode during implant, the ventricular electrograms (egm) and associated markers were not displayed within the mobile programmer application. However, vvi pacing was confirmed on external electrocardiogram (ECG) monitoring. It was noted that telemetry was unstable, represented by a dashed connection line was between the patient connector and the application and a red x in the connection status indicator. The leadless ipg exhibited a loss of telemetry. The application was then swiped closed and restarted, and the mobile programmer base and patient connector were reconnected. Stable ventricular egm and telemetry markers were restored. Device measurements were subsequently performed. However, the check mark or warning symbol icons were not displayed. Despite the absence of these icons, satisfactory device measurements were obtained, and the implant procedure was completed successfully. The leadless ipg remains in use. No patient complications have been reported as a result of this event. Application version: 4.5.2 host tablet os version: 26.1.

Event description:
It was further reported that the issue was suspected to be related to programmer software.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.